Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure, migration, edema/swelling, varied injuries-ndr, fatigue-ndr, dyspnea-ndr.

Event description:
Patient reported left side rupture, exchange of textured devices due to product concern, device migration, and swelling in the ankles. Patient also reported hair loss, vision issues, brain fog, grey skin, exhausted, and trouble breathing which are not device related. Device remains implanted.